Manufacturer narrative:
The insulin pump was received with act, up and down buttons unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that a button error occured on when the customer was very sweaty. The customer's blood glucose level was 170 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.